Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to use error. The nxstage system one user's guide provides adequate instructions for performing prime and alarms testing as well as making pt connection. Facility staff has been notified. There have been no similar reports subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The operator inadvertently connected the pt for a routine hemodialysis treatment prior to completion of the cycler prime and alarms testing. The pt was disconnected. Rinseback was not performed resulting in an estimated blood loss of 190cc. Hb decreased from 10.0 g/dl pre event to 9.6 g/dl post event. Epogen was increased with in seven days of even (exact date no available) from 10,00 units 2xweek to 20,000 units 2xweek. No other medical intervention was required.